Event description:
Initial shunt was implanted on 3/10/97 and revised on 8/13/97 due to ventricular catheter obstruction. The ventricular catheter was replaced. One week later, on aug 21, the shunt was found to be completely disconnected. The entire shunt was removed.

Manufacturer narrative:
Device 1. The evaluation performed by medtronic ps medical included a visual examination and testing for engagement and shear disengagement. There were small nicks on the reservoir base and snap site, two small nicks on the reservoir ring and a small tear, approx 1/16 inch, the reservoir dome. The product met medtronic ps medical specifications when tested for engagement and shear disengagement. The report indicated that the ventricular catheter had been replaced. Product labeling specifies that the reservoir and base are desingaged for "one-time only" snap assembly. Disassembly and reassembly and/or damaging of the plastic components during assembly can result in unwanted disconnection or in leakage of the assembly. If shunt revision is required, it is recommended that both components be replaced.